Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited non-capture, low impedance, falling/unstable impedance, undersensing and diminished r waves. The lead was reprogrammed, capped and replaced. No patient complications have been reported as a result of this event.